Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pulse generator had no output after leads were connected. The pulse generator was not used, and a new pulse generator was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
Correction: distributor check box under section g2 should not have been selected.

Manufacturer narrative:
The device was received with normal output and normal telemetry communication. Electrical and mechanical tests performed including telemetry communication and outputs verification did not identify any functional issues. Longevity assessment was performed, and the device voltage was at beginning-of-life (bol) with appropriate remaining longevity.